Event description:
Event description guidant received information that the patient implanted with this coronary sinus transvenous implantable lead experienced diaphragmatic stimulation a few days post-implant. Additional information was received that both this lead as well as the ventricular implantable lead were explanted a few days post-implant. This lead continually dislodged. The ventricular implantable lead exhibited loss of capture.